Event description:
The user received an erroneous alt result for one pt sample. The erroneous initial result had been reported, but the doctor questioned the result and the sample was repeated. The initial result was 0.9 u per l. The sample was repeated on (B)(6) 09 with a result of 96 u per l and repeated on (B)(6) 09 with a result of 96 u per l. The pt was not adversely affected. The field service rep determined the cause was possible foam on the pt sample that had dissipated by the time it was rerun. The user no longer had the sample for further investigation. The field service rep ran check tests, replaced the probes and repeated the check tests. He performed a precision on a high and a low pt sample. To verify the analyzer performance, he performed calibration and qc.